Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer had high blood glucose level of 473 mg/dl. Customer was treated with insulin pump and manual injection. Customer had blood glucose level of 300 mg/dl. Customer did not allege insulin pump for under delivering. Customer declined to check air bubbles and leak. Customer did high pressure test and it was passed. The insulin pump will be returned for analysis.